Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 mm synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that one of the stent struts was damaged. The device was not used inside the patient and the procedure was completed with another 2.50 x 38 mm synergy stent. No patient complications were reported.